Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows. Recent ofloxin intake ((B)(6) 2010 to (B)(6) 2010) for yeast infection. On (B)(6) 2010, meter result 1.5 - coumadin increased to 4mg. On (B)(6) 2010, lab draw (venous) result 2.6. On (B)(6) 2010, customer stated colleague obtained "high" on display (customer knows meter reads up to 7.5 and believes it was a qc error again not a high inr result). Coumadin was stopped due to the "high" result reported and pt was given 1 dose of 10mg vitamin k. On (B)(6) 2010, lab (venous) draw resulted 2.6, coumadin still not resumed. Self-test while on phone with tss (another colleague): 1.1.